Event description:
The sales rep called and stamed the pt was admitted 6 mths post cypher stent implantation with a massive infarct and experienced an sat in the proximal lad. The stent was overlapping, plavix and aspirin was administered for 3 mths post cypher stent and 3 days after stopping the medications the sat occurred.